Event description:
Four surgeons reported that for the past 2-3 years, they have observed a fiber or filament "stuck in the incision" either during surgery or at the post operative visit. There was no patient harm observed and no medical or surgical intervention performed. The initial reporter is unwilling to provide additional information. This is the first of four reports for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. The lot number specific to this event is not known; therefore, lot history and device history record (DHR) review is not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known. (B)(4).